Manufacturer narrative:
H10: h3,h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows no manufacturing abnormalities. No visual issues were observed. A functional evaluation revealed the controller generated an e7 error when the wand was connected. When used with a bypass box the device generated plasma as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. A review of the instructions for use found: do not allow fluid to contact the end of the cable connector of the integrated cable wand (icw) which mates to the controller. Only use conductive media (e.g. Saline, ringer's lactate, etc.). Do not use non-conductive media (e.g. Sterile water, air, gas, glycine, etc.,). The ambient wand is supplied sterile and intended for single use only. A review of risk management files found that the reported failure was documented appropriately. The impact to the patient beyond the reported delay of greater than 30 minutes cannot be determined. Therefore, no further clinical/medical assessment is warranted at this time. A review of the customer provided video, shows two different wands not generating any power. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that, during the surgery both of the connected wands with the quantum ii, didn't get power delivered to the wand tip. First, the ambient super turbovac 90 ifs was tried and after few attempts, it decided to change to a super turbovac 90 icw and it showed the same result no power on the tip area. Quantum console didn¿t show any error code. The case was completed without the wands as there was no back up available. A delay greater than 30 minutes was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.